Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk.

Manufacturer narrative:
The eval of the device has not been completed.